Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose was "16-94 and 17-87" per ccr notes, within 10 minutes, with a difference of 20% or greater or over 20 mg/dl per ccr notes. Patient did not experience any adverse events. No further information has been reported.